Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken on the posterior side assessed as surgical impact opening, one opening on the anterior side assessed as surgical damage and missing side assessed as inconclusive. (Shell thickness was within specification). Additional observation. No penetrating nick stress marks. No further actions are required as the device was implanted.